Manufacturer narrative:
Correction: PMA / 510(k)#.

Event description:
It was reported that there was an under infusion of an unspecified medication. The medication took 2 hours to infuse although it was expected to infuse more quickly. The patient was able to receive their treatment and the issue was describe as "merely an inconvenience." There was patient involvement, but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 and annex d: d16. Additional information: device eval by manufacturer? Manufacturer narrative: annex a: a1801, annex g: g04037, annex b: b01, b14, annex c: c0601 and annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. ¿ laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. ¿ the event was reported to have occurred on (B)(6) 2024. No time was reported. ¿ a review of the pump module event logs showed no records associated to the reported date. A log review was realized according to the last infusion programmed which was observed to be on (B)(6) 2024. ¿ on (B)(6) 2024 at 11:41:09 pm the pump module was selected; the user then programmed an infusion with a rate of 125 ml/hr with a vtbi = 9999 ml. The infusion was started. ¿ at 12:00:02 pm the pump module was selected, then the user paused the infusion. ¿ at 12:22:38 pm the pump module was selected; the user then programmed an infusion with a rate of 125 ml/hr with a vtbi = 9999 ml. The infusion was started. Two (2) minutes later the pump module was selected, then the infusion was paused. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion was not identified during the investigation. Laboratory testing showed the pump module was delivering fluid within specification. Note that imdrf annex a1801, g04037, c0601, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an under infusion of an unspecified medication. The medication took 2 hours to infuse although it was expected to infuse more quickly. The patient was able to receive their treatment and the issue was describe as "merely an inconvenience." There was patient involvement, but no harm.

Event description:
It was reported that there was an under infusion of an unspecified medication. The medication took 2 hours to infuse although it was expected to infuse more quickly. The patient was able to receive their treatment and the issue was describe as "merely an inconvenience." There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.